Event description:
The silverhawk was being removed over the wire, which became looped at the sheath causing the nosecone to shear off. The silverhawk's nosecone became separated as the device was removed. The physician snared the nosecone and removed it. No further problem, and the patient was fine. The procedure was completed with pta.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The silverhawk es+ was received for evaluation inside of a biohazard pouch which included a nanocross elite box. The box was opened and a snare device connected to a spider fx capture wire was observed. At the distal end of the capture wire, just proximal to the spider filter was a portion of a silverhawk distal assembly. The distal assembly adhered to the capture wire was broken from the rest of the silverhawk device approximately 4cm from the distal nosecone tip. The snare was attached to the capture wire. The silverhawk device received showed the distal assembly was broken away from the rest of the unit at the cutter housing, near the cutter window. The snare was inspected and found approximately 78cm from the distal end of the capture wire that the wire was bent and twisted.